Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset and displayed service code 105 (pulse test relay stuck). The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The shorted igbts resulted in high voltage migrating to low voltage components. The root cause for the shorted igtbs could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
04/05/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor and reported that it was resetting.